Manufacturer narrative:
One pulse field ablation (pfa) generator (sn: (B)(6) was received for evaluation. The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be reproduced, however the root cause was attributed to electrical thermal damage to the bfc pinnacle hv board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
This report is to advise of thermal damage that was noted during analysis. During the pfa procedure without disconnecting or moving anything, the current pfa generator, suddenly made a loud sound and turned off. When this happened, upon turning it back on, the screen to access the case was grayed out and inaccessible. The generator was restarted several times, connecting and disconnecting everything, but the issue was not resolved. The procedure was continued using cryoablation from a non-abbott system without any further issues.